Event description:
The customer reported that she was having difficulty priming the insulin pump. The customer stated that insulin squirts out of the tubing even after releasing the act button. The customer changed the infusion set, but continues to experience the same issue. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.